Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise with a change in amplitude measurements. Two days later the patient received another inappropriate shock for the same change in amplitude with oversensing of noise. Boston scientific technical services (ts) was consulted and discussed the possible causes including a loose setscrew or a hole in the seal plug. Ts suggested reprogramming to a different sensing vector and noted that if this is the issue they tend to self resolve. The field representative reprogrammed the subcutaneous implantable cardioverter defibrillator (s-ICD) to a different sensing vector and no oversensing was noted. The s-ICD and electrode remain in service and no adverse patient effects were reported.